Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Visual inspection was performed on the returned device. The reported balloon rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was a percutaneous coronary intervention treating a moderately tortuous circumflex coronary artery, heavily calcified lesion. A 3.25x12mm nc trek advanced to the lesion without reported issue. During the first inflation at 18 atm, the nc trek balloon burst. There was no adverse patient effect and there was no clinically significant delay. No additional information was provided.